Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), battery cap cracked/damaged. The event involved product(s) mmt-1884l. Trouble shooting was performed and customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported that there was a crack where the batter cap screws in also a chuck missing of it and there was a crack that goes from top to bottom of the battery compartment. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Unable to verify battery cap damage due to pump received without the original battery cap. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked select button keypad overlay, stained keypad overlay, serial number label fading, cracked case corner of the belt clip rails near the battery compartment and broken battery tube threads. Cosmetic damage was confirmed at case corner of the belt clip rails near the battery compartment and battery tube threads.. Customer alleged for battery cap damage unknown due to pump received without the original battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.